Event description:
It was reported that there were high impedances during a procedure and the implantable neurostimulator (ins) was never implanted. It was noted that the ins would be returned and was replaced with another ins. The impedances were greater than 4000 ohms. It was reported that diagnostic testing of impedance testing was done. The product issue was not resolved and the cause of the issue was not determined. It was noted that they connected the generator to the lead and ran the impedance test and got greater than 4000 errors on the majority of the electrodes. They increased the amplitude and pulse width and re-ran the test with the same errors. It was reported that they disconnected the lead from the generator and reconnected the lead twice and still received the errors. The lead was tested while it was disconnected and they got motor and sensory responses on all electrodes. It was noted that then they replaced the generator. The patient status was alive with no injury and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fq0m, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative had not returned the device yet and would return it by the end of the week.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the manufacturer representative returned the device 4 days ago. The manufacturer representative's spouse was supposed to send it but the never dropped it off for them. It was noted that the device was on the way and it should be there soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the ins ((B)(4)) found no anomaly. The returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured and normal impedances were measured on all circuits and electrode pair combinations.